Event description:
Caller indicated the advance micro-draw meter was giving low readings. Received a call from nurse (B)(6) on (B)(6) 2012 stating that she was working with (B)(6) and he had an advanced micro draw meter and that two months prior to calling us he had gone to the emergency room due the the meter providing low results. At the time of the call, there was not adequate information gathered as the call was handled as an upgrade not a complaint. Caller stated he was using a strip lot that expired (B)(6) 2012, but all lots of micro-draw expired 2010. We have made numerous attempts to get more information from the end user, as well as the nurse that called in on customers behalf. (B)(6), customer service made contact with the customer and he stated that he went to the hospital due to his blood sugar being low, he went to seek medical attention. It was very hard to understand the customer - and hard to get further information from him. We did request a phone number from him, for his nurse which was verified 3x and the phone number is disconnected. (B)(6)contacted customer and he stated he is tired of the meter issue, and disconnected the call. (B)(6), attempted to contact customer 2x with no answer or option to leave a msg. (B)(6) 2012 letter sent requesting product back.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. This product line is discontinued and all lots of strips have expired. No further action. Customer did not return product.